Event description:
It was reported that the patient experienced inflation issues with an ambicor penile prosthesis (app) leading to a revision being requested; however, the procedure had not been scheduled yet.